Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts reviewed flag chart and no hb f flag was found. Assisted the customer with inputting the 03=>22.0 in the g8. Ts answered questions and assisted with setting up the flag for use. The most probable cause of the reported event was no flag for hb f was set up in g8 analyzer.

Event description:
On (B)(6) 2016 the customer reported discrepant patient result with their hlc-723g8 analyzer. The customer reported it had a ha1c with a hb f of 24.9%. This complaint was deemed to be reportable and classified as a level-2 event due to a discrepant patient result. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.